Manufacturer narrative:
A ge svc rep performed an on site investigation. A single board computer upgrade was conducted. The sys was then found to be operating as intended.

Event description:
The customer reported the sys failed to boot up. No report of pt injury.